Event description:
Reporter stated that a patient's blood pt level was measured, using the suspect device with a result of 7.3 inr. Reporter indicated that a subsequent lab test measured the patient's blood pt value at 4.8 inr. Reporter indicated that an additional comparison was performed (unk if the same date or same patient) using the suspect device: meter result was 4.9 inr and the lab result was 3.1 inr. Reporter did not indicate if the patient's therapy had been modified based on the values obtained on the suspect device. No adverse event was reported. Liquid quality control tests were reportedly performed on the system and the results were within the acceptable ranges. No product was returned to the manufacturer for evaluation.